Event description:
That patient (gender and age unk) was presented to the interventional lab for an angioplasty procedure of the iliac artery (side unk). The vessel was described as severely calcified and mildly tortuous with a stenosis of 80%. Using a femoral approach, the physician inserted a sheath (terumo/size unk) and passed a guidewire across the lesion, without difficulty. The balloon was placed at the lesion upon inflation with an indeflator (everest), the balloon ruptured at below nominal pressure. There was no dissection of the vessel and no separation of the balloon. There was no adverse consequence to the patient.